Manufacturer narrative:
Device codes: 1142 labeled. Internal file number - (B)(4). Correction: device code 4001 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide device referenced is being filed under a separate medwatch report. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using two proglide device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, after the plunger was removed, no sutures were attached to the needles with the first proglide device. A second proglide device was attempted; however, when the plunger was removed no sutures were attached to the needles and a foot break was noticed. The foot was not retrieved and believed to remain in the subcutaneous tissue, as an angiogram did not locate the foot. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.